Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead was scheduled for a revision due to a heart wall perforation confirmed with x-rays that resulted in loss of capture and low amplitude/poor morphology. Patient was hospitalized due to this issue. Eventually, this device was repositioned back in the right ventricle and remains in service. No additional adverse patient effects were reported.